Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that prior to the surgery, a fault had already occurred with the same arthroscopy system. In that instance, the shaver could no longer be used even before the incision. As a solution for the septic patient, an open synovectomy was performed instead of arthroscopy. Now, this time intraoperatively, the shaver suddenly displayed an error message indicating a motor defect. No function whatsoever could be achieved. Only after a complete replacement of the arthroscopy system could the surgery be continued after a delay of approximately 20-30 minutes. Since open synovectomy was performed instead of arthroscopy, this case is reportable.